Event description:
It was reported that the pump's usb port was damaged. There was no reported impact to the customer¿s blood glucose level. The customer chose not to pursue further troubleshooting with technical support.